Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that this case involved a type a aortic dissection, and at approximately 30 minutes of circ arrest the perfusion team became aware of foam beginning to accumulate at the top of the reservoir. The foaming progressed rapidly, and the decision was made to perform a reservoir exchange. This extended the circulatory arrest time by approximately 4 additional minutes. At the time of the event, the patient¿s temperature had been cooled to 22¿c, and patient was successfully weaned from cardiopulmonary bypass and transported from the operating room. The foaming stopped after exchange but was believed to be due to too much blood going into the unfiltered port causing it to foam. Blood overwhelmed the filter. The device was replaced to complete the procedure. The customer began rewarming the patient with the new reservoir after circ arrest was complete. Prime solution contained albumin, heparin, mannitol, sodium bicarbonate. And lasix and insulin would have been administered prior to circ arrest. Care was withdrawn 2 days later. The patient died. There were two lots of fusion reservoir used in the manufacture of this custom tubing pack, lots: 233070227 & 233097797.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.